Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9, h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: please be aware that lot number provided (105ubt) corresponds to product code sxpp1b406, not vcpb725d as originally reported. Additionally, note-14252820 states that correct product code is 105u8t, please be aware that this product code does not exist. Can you please verify which is the correct product code and lot number for this event?unk. Please confirm the lot number (105ubt) 105ubt please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao.tracking number: (B)(4). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. It was reported this product was used for an emergency c-section, two needle-sutures out of eight were detached immediately. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.